Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the maestro 4000 generator output was fluctuating, usually output is on the weak side. No patient complications were reported. It was further reported that several patients have come back for repeat procedures.